Event description:
It was reported that the left ventricular lead could not be advanced down the desired vessel. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on oct 1, 2018, indicates that the lead was not long enough. Another lead was used and the patient was stable before, during, and after the procedure.